Event description:
Boston scientific received information that after the recent implant of this right ventricular lead, it was determined the lead had dislodged. In addition to the dislodgement, intermittent capture, high thresholds, and lowered but within range pacing impedances were noted. The lead was successfully reposition with no adverse patient effects other than the additional procedure reported.

Manufacturer narrative:
The lead was repositioned and remains in service. No further information is available. This report will be updated if more information becomes available.